Event description:
Customer's mother called to report a hospitalization for high blood glucose on (B)(6) 2014. Blood glucose reading at the time of the hospitalization was 534 mg/dl. The customer was wearing the insulin pump at the time of the hospitalization. The cause of the emergency room visit was hyperglycemia. The customer was still hospitalized at the time of the call and the doctor stated that the insulin pump wasn't working. Troubleshooting was performed. The insulin pump had alarmed for low reservoir and no delivery on (B)(6) 2014. Troubleshooting was not completed and the mother stated she will call back to complete the process. The mother called back on (B)(6) 2014 and requested a replacement insulin pump. Troubleshooting was refused. Advised that the insulin pump will be replaced. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. (B)(4).